Event description:
According to the initial reporter: biliary stents placed in dec 2021 to treat benign biliary stricture due to primary sclerosing cholangitis; history of orthotopic liver transplantation, cholangiocarcinoma, and biliary intraductal papillary mucinous neoplasm. At 63 days post-procedure, the patient experienced biliary obstruction requiring reintervention. The site noted the event as related to the study stent with comment ¿occlusion.¿ additionally, the site noted that the stents were visibly occluded during repeat ercp, indicating involvement of all three stents placed. Additional procedures performed at the same time as study stent placement: balloon dilation. Stone retrieval. Rectal nsaids administered immediately before, during, or immediately after procedure: indomethacin.